Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex device. The device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, foam particles were observed inside the blower kit. Additionally, the service technician also noted error code present e053(err_comp_log_sem_timeout) in the device logs. There was also presence of dust/dirt and fluid fail in the device. The device was scrapped by the service center after the evaluation was completed.